Manufacturer narrative:
Concomitant medical products: (B)(4) ICD, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during routine follow-up with their cardiologist, the physician observed an apparent vegetation localized in right ventricular (rv) lead in the rv in the echo (echocardiogram) report. No clinical signs/symptoms observed were noted. As a precaution, the cardiologist ordered blood cultures and started the patient on penicillin. The blood cultures results were negative and the cardiologist then consulted an ep (electrophysiologist) and concluded this vegetation as an apparent thrombus and started anticoagulant therapy. The rv lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.